Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test at 4 lbs due to faulty force sensor resistor. The insulin pump had cracks around casing noted during visual inspection.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during manual prime. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.